Manufacturer narrative:
Device was received with an error in the motor was detected by reading unexpected value from hall sensor error alarm confirmed due to moisture damage to the motor assembly. Device failed the prime test and passed the displacement test, the rewind test and the basic occlusion test and the force sensor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they were not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.